Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The returned device was inspected. Inspection found the cutting wire was found to be broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. Review of the device history record found no abnormalities with the lot number for the following inspection related to: length of cutting wire, length of coated portion and operation of cutting wire. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of confirmation of the device and the investigation results in the past, a likely possible cause causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated, the cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised, and this cause the cutting wire became hot instantly. This caused the cutting wire to break. Replication test was also performed. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. Then the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. It was noted that the tearing of the coated portion of the wire occurs due to handling the device when the cutting wire is inserted into the endoscope. Per the IFU (instruction for use), it states: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using the subject device, the wire was broken off during activation. The intended procedure was completed with another device. There was no patient injury reported. The device was used in combination with another company's endoscope, esg-100, and guidewire distributed by olympus.